Event description:
It was reported that the patient experienced a procedure to explant an artificial urinary sphincter(aus) due to the patient getting an infection after two weeks. A patient outcome of good post procedure was reported.

Manufacturer narrative:
The cuff was visually inspected and microscopically examined. The cuff was measured, and the device size was consistent with the reported information. Functional tests concluded the cuff performed within product specifications. Inspection of the remainder of the device presented no other damage or irregularities.the investigation conclusion code of known inherent risk of device was chosen because this complaint investigation conclusion code is utilized when the reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions). The ams800 control pump was visually and microscopically examined. No leaks were found. The control pump performed within specifications. Inspection of the remainder of the device revealed no other damage or irregularities. The ams800 pressure regulating balloon was visually and microscopically examined. No leak was found. The balloon performed within product specifications. Inspection of the remainder of the device revealed no other damage or irregularities. System components pump model- 72404127 lot sn- (B)(4) mfg date- 05/01/2019 exp date- 04/30/2020 gtin- 00878953003078 balloon model- 72400024 lot sn- 1000281985 mfg date- 05/25/2019 exp date- 05/23/2024 gtin- 00878953000626

Manufacturer narrative:
System components pump model- 72404127, lot sn- (B)(4), mfg date- 05/01/2019, exp date- 04/30/2020, gtin- (B)(4). Balloon model- 72400024, lot sn- (B)(4), mfg date- 05/25/2019, exp date- 05/23/2024, gtin- (B)(4).

Event description:
It was reported that the patient experienced a procedure to explant an artificial urinary sphincter(aus) due to the patient getting an infection after two weeks. A patient outcome of good post procedure was reported.